Event description:
Patient called in to company's patient care phone line and filed a complaint in 9/2003. When patient used their surgistim unit the electrodes on their hand caught on fire. Patient stated that it started to spark and patient had to put it out with their hand. Company had a patient services technician go to their home to troubleshoot. Patient further discussed complaint with technician. Patient placed electrodes on their hand as instructed by previous technician, then proceeded to connect the lead connector to the surgi stim unit. Patient increased the intensity to 17 on the unit. Patient could barely feel the intensity delivered by the electrodes. After using the unit for 5 minutes, patient touched the electrodes placed on the palm of their hand. Patient does not remember if it was red or black, but that almost instantly the electrodes ignited. From the time patient saw the first sparks to the time patient removed the ignited electrode from the palm of their hand was about 5 seconds. Patient immediately threw electrodes and lead wire away. They did not incur any physical injury whatsoever.